Manufacturer narrative:
Eval completed. One 23ga cutter was returned wrapped in a (B)(4) pack label from lot u9656. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The assembly had good clean cuts below 3,300 c.p.m. But once the cut rate was increased above 3,300 c.p.m the cutting was intermittent. The inner needle was not retracting from the port window completely and the aspiration was reduced due to the inner needle blocking the port window. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter would not cut during surgery. Add'l info: the cutter did not work; however the aspiration continued. When the cutter stopped they opened a new cutter and continued the surgery. There was no patient impact.